Manufacturer narrative:
Additional information: medwatch report numbers 1820334-2017-00093, 1820334-2017-00094, and 1820334-2017-00095 are related. Investigation ¿ evaluation. A review of the drawing, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation, and no issues were found related to the reported issue. The complaint device was not returned; therefore, no physical examinations could be performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The turbo-ject® over-the-wire peripherally inserted central venous catheter is shipped with instructions for use: (IFU), which clearly state the proper warnings, precautions, and instructions for use with each device. Specifically; ¿do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the investigation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient with an implanted peripherally inserted central catheter (PICC) line was referred to the interventional radiology department by the ward nurse. The ward nurse reported that the PICC line was occluded. The PICC line was cleared; no medical or surgical intervention was required. No adverse patient consequences were reported. No further event or patient information was provided.